Manufacturer narrative:
Corrected data: initial aware date of complaint was 09-oct-2023.

Event description:
Additional information received: there was no patient harm.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was received with the front panel bowed out on the upper right corner- battery cover was broken off and battery was missing- side label was damaged, but patient outlet fitting was intact- input manifold was loose on the bottom chassis- tidal vol knob was rubbing on the front panel and on the battery compartment. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by the positive and negative terminal connectors within the battery compartment being flattened due to user interface. Service history review identified the complaint was not related to a previous service of the device within the review period. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "alarm is off". "Replaced the battery but still is not working". Patient involvement unknown.